Event description:
It was reported that this event occurred during an emergency situation. During the sheathed insertion, the iab prematurely unwrapped and could not be advanced through the sheath. A new kit was obtained and inserted with difficulty. There were no reported patient complications.